Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has a gradual increase in impedance and triggered an alert due to high impedance. It was also noted that there was oversensing of the rv lead due to a possible lead fracture. No changes have been made and the rv lead remains in use. No patient complications have been reported as a result of this event.